Event description:
It was reported, a patient experienced an open pilon fracture in (B)(6) 2014; the patient underwent surgery to repair the fracture. On (B)(6) 2014, the patient reported to the emergency room complaining of pain. An x-ray revealed, 2 broken plates, one on the tibia and one on the fibula. The patient had revision surgery on (B)(6) 2014 due to pain. Revision surgery was completed; medical devices were removed easily, without additional intervention. Patient's anticipated treatment is to remove hardware/casting. This is 1 of 2 reports for (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Implanted: (B)(6) 2014. A review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The part was not returned for evaluation. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.